Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008 patient underwent the following procedures: hardware removal including pedicels of the screw and rod instrumentation, l4 through s1, reinsertion of bilateral screws at l4-l5, placement of bilateral iliac screws, revision posterolateral lumbar fusion, l4 to s1 using the following implants: pedicle screw and rod instrumentation, rhbmp-2 bone morphogenic protein to treat the following pre-op diagnosis: delayed union l5-s1 fusion with recurrent low back pain and lower extremity pain, failure of lumbar s1 pedicle screw instrumentation. Op-notes: "...rhbmp-2 sponges were placed along the posterolateral gutter, spanning the l4 transverse process to the sacral ala. This was supplemented with 30 ml of cortical cancellous chips, which were morsellized. This was packed nicely into the left posterolateral gutter. The patient tolerated the operation without complication. He was subsequently moved to the recovery room and maintained stable condition. On (B)(6) 2008 the patient underwent an x-ray of lumbar spine ap lateral due to painful hardware. Impression: the patient had an l4-s1 posterior fusion. The alignment appears good. The sacral screws extend anterior to the sacrum. On 08/08/2008 patient underwent MRI of lumbar spine without and with contrast due to bacteremia. Previous lumbar surgery, evaluate for osteomyelitis. Conclusion: mr findings were suspicious but not definitive for infections diskitis and vertebral osteomyelitis at l5-s1, centered about the interspace fusion cage placed along the right side of this disk space, at l4-5, the interbody fusion shows normal maturation, with probable interbody fusion at this level, no new findings were identified in the upper lumbar or visualized lower thoracic regions, no intraspinal or paraspinal fluid collection/access was identified. The central canal remains widely patient. On (B)(6) 2008 patient presented for an office visit due to chest port for PICC plcmt - x-ray. On (B)(6) 2008 the patient underwent CT of lumbar spine w/o contrast. Impression: l4-s1 posterior fusion and l4-5 through l5-s1 posterior decompression. The instrumentation was unchanged, no loosening of the remaining instrumentation, pseudoarthrosis through the l5-s1 interbody fusion and left l5-s1 dorsolateral graft, no acute posttraumatic change, no spinal canal or neural foraminal stenosis. On (B)(6) 2008 patient underwent the following procedures: provision of anterior spinal exposure l5-s1 (d3) to treat the following pre-op diagnosis: request for anterior spinal exposure, l5-s1.

Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007, the patient underwent spine fusion surgery on the lumbar region at levels l4-s1. During the surgery, the patient was implanted with rhbmp-2 and collagen sponge. The rhbmp-2 collagen sponge was applied from posterior and posterolateral approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine and was placed outside a cage (i.e. In the disc space and over the posterolateral gutter). Post-op, the patient complained of recurrent low back pain and lower extremity pain, due to which patient underwent revision surgery. The patient underwent spine fusion surgery on the lumbar regions at levels l4-s1. During the surgery, the patient was implanted with rhbmp-2 and collagen sponge. The rhbmp-2 collagen sponge was applied from posterolateral approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine and was placed outside a cage (i.e. Along the posterolateral gutter). Patient underwent another revision surgery. On(B)(6) 2008, patient underwent spine fusion surgery on the lumbar region at levels l5-s1. During the surgery, the patient was implanted with rhbmp-2 and collagen sponge. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disk space). Post-op, severe and unrelenting pain in his low back that radiates up his spine and down into his bilateral lower extremities. Patient has swelling, numbness and tingling in his legs and feet. Patient experiences difficulty standing and walking. Patient injuries prevented her from practicing daily life activities and reportedly the patient has suffered serious and permanent injuries.